Event description:
It was reported that a ptm error code 8503 physician bolus in progress message occurred. The patient¿s pump had been refilled on the event date. The health care provider (hcp) reportedly indicated he meant to edit the pa (patient activated) dosing and that a bridge bolus was programmed in error. The reporter reviewed the current pump settings and new pump settings and confirmed the drug concentrations hadn¿t changed. They then wanted assistance with cancelling the bridge bolus. No patient symptoms were reported. The device system was used to deliver clonidine, bupivacaine and morphine. Additional information including what actions were taken to resolve the error, if the error was resolved and how the patient was now doing has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).